Event description:
It was reported that the pump declared an altitude alarm, and the customer experienced this issue three times over two days. The incident caused the customer's blood glucose level to be high, with the specific value unknown but displayed as "high." The customer attempted to manage the blood glucose level with a partial bolus before the altitude alarm interrupted the process, and no third-party assistance was required. Technical support provided tips to prevent altitude alarms, which the customer acknowledged. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.